Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise was over-sensed and led to inappropriate automatic mode switch. No intervention was performed. No patient consequences were noted.